Event description:
It was reported that the physician experienced difficulty obtaining a signal in order to calibrate the sensor due to electromagnetic interference in the cath lab. The issue resulted in procedural delay that required additional sedation for the patient. The patient was moved to recovery and successfully calibrated there.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The results of the investigation are confirmed even though the device was not returned for analysis. The reported event that all readings contained electromagnetic interference during calibration was resolved after tech support advised the site to move the device and the patient to the recovery room for calibration.